Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -15.00/1/090 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information device evaluation- the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).